Manufacturer narrative:
Covidien reference: (B)(4). The customer reported to have replaced the breath deliver unit (bdu) printed circuit board (pcb). The service engineer (se) evaluated the device, and uploaded the latest software revision to resolve the issue. The unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that ventilator inadvertently shut down. There was no patient involvement.